Manufacturer narrative:
No product will be returned per customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion of paclitaxil was thought to have been initiated at 10:00am. The nurse responded to an infusion complete alarm 1 hour later and noted the chemo infusion bag was full. The infusion was reprogrammed and continued without incident; there was no patient harm. Subsequent information indicates the valve on the stopcock to allow the chemo to infuse was not engaged and the patient received normal saline from 1000 to 1100; the chemo was initiated at 1100 when the nurse realized that the valve needed to be engaged.